Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test and p-cap locks properly into the reservoir compartment. No rattling noise during testing. Pump was cut open and performed visual inspection on the vibrator housing. No unusual behavior during testing or anomalies noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), cracked case and scratched case. In conclusion, customer concern of cosmetic damage location was not confirmed. No unusual noise discovered during testing. However, during visual inspection the following cosmetics were confirmed with cracked battery tube case, cracked keypad overlay and cracked case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that pump was dropped/bumped with no visible pumpdamage. Pump rattles while reservoir is inside of the pump.